Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The reported event was identified during review of a journal article brüggemann, a., mallmin, h., & hailer, n. P. (2018). Do dual-mobility cups cemented into porous tantalum shells reduce the risk of dislocation after revision surgery?,1-8. Doi:10.1080/17453674.2018.1432927. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05111, 0001822565-2018-05113, 0001822565-2018-05114.

Event description:
It was reported in a journal article that one patient underwent a re-revision due to aseptic loosening within the pe group that caused a dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections have been updated: reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. The root cause of the reported event cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.